Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water. Customer stated that she fell into the lake. Customer reported that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are sending replacement pump.